Manufacturer narrative:
Our quality engineer inspected the samples and photographs provided. Bd received a total of 6 q-syte units of which 5 (unused) were within sealed packages from lot 6181551and one (used) was received with no package. Through the visual/microscopic evaluation of the unused samples, there was no evidence of physical-mechanical damage observed on any of the components of the representative received units. Damage in the form of tears on the slit of the septum top disk as well as on the column wall were observed on the used unit. Signs of damage (cracking) was observed on polycarbonate material on the q-syte top body (neck). A water leak test was performed on all units received. Leakage was not observed with any of the representative units. Due to the received condition of the unit (cracked, broken) the water leak test could not be performed but this damage would result on leakage. The reported issue was confirmed however bd was unable to provide a root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked during use. No date/time or patient information was given. The following information was provided by the initial reporter: it's noticed that septum breakage and leakage four days after starting use. Defected q-syte was connected with connecta.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device leaked during use. No date/time or patient information was given. The following information was provided by the initial reporter: it's noticed that septum breakage and leakage four days after starting use. Defected q-syte was connected with connecta.